Event description:
A customer obtained imprecise vitros phyt proficiency sample results while using the vitros 350 chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient samples were not released during the interval that the imprecise proficiency sample results were obtained. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that imprecise vitros phyt proficiency sample results were obtained from the vitros 350 chemistry system. An ocd field engineer replaced the ir pump, optimized the metering alignments, and calibrated an alternate lot of vitros phyt slides. Following these activities, acceptable vitros phyt performance was observed. The investigation was unable to determine a definitive root cause. Both the analyzer and the reagent could not be ruled out as contributing factors. The root cause of this event is unknown.